Event description:
The following info was reported: "failure of white advancer tube to lock in place post sealant shuttling, converted to manual compression for 20 minutes with further complications". The pt was not hospitalized.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.